Manufacturer narrative:
(B)(4). Date sent: 03/20/2020. D4: batch # t5er0l. Per video evaluation: the video shows at 00:06 mark the device is introduced with the jaws closed and a black cartridge loaded. At the 00:12 mark the device is placed on tissue, at this point the video ends. Based on the video alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis found that one psee60a device was returned with joint cover damaged, with the closure trigger open and anvil in the closed position. No cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Further analysis of the articulation mechanism showed that the device was damaged and would not articulate. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation link was noted to be disengaged from the ring closure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the operation was lobectomy and the device was used at the interlobar arteries. The cartridge was not broken. The surgeon¿ comment: the patient was not confirmed serious injury by this event. The rep guessed from the comment that there was oozing when the cartridge was removed. The nurse and the nurse¿s boss inset the cartridge into the jaw completely. The patient is stable.

Event description:
It was reported that during a lobectomy, the cartridge came off the device while firing over the interlobar arteries, even though the medical staff inset the cartridge into the jaw completely. The cartridge was not broken no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.